Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Lens exchanged with a different diopter lens and problem was resolved. Cause of event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found optic torn and haptic bent/broken. Dimensional overall length inspection found the lens to be within specification. Dimensional width inspection not applicable due to damaged returned state of lens. Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).